Manufacturer narrative:
Additional information added to b5. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance, greater than 200 ohms. Technical services (ts) suspected the high impedance was caused by either calcification or a lead fracture. Ts also suspected there was a gradual rise in shock impedance measurements. Ts discussed reprogramming options and recommended performing a defibrillation threshold (dft) test. Ts recommended to continue to monitor. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. No dft was performed and this rv lead was programmed to max output. There was no indication of a lead fracture and there were no events showing artifacts.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance, greater than 200 ohms. Technical services (ts) suspected the high impedance was caused by either calcification or a lead fracture. Ts also suspected there was a gradual rise in shock impedance measurements. Ts discussed reprogramming options and recommended performing a defibrillation threshold (dft) test. Ts recommended to continue to monitor. This rv lead remains in service. No adverse patient effects were reported.